Manufacturer narrative:
The tech found rust on the siderail latch rod. The tech cleaned and lubed both siderail latch rods to resolve the issue.

Event description:
Tech alleged that the foot siderails would not latch. No injury reported.